Manufacturer narrative:
H6 medical device problem code 2017 was removed. An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for implant in a patient with complex septum anatomy. During the procedure, the device was deployed with with normal disc configuration but position was not optimal. Repositioning was attempted many times, including 4-5 recaptures, but the device then started to present in a cobra deformation. The device was retrieved and deployed on the table and the discs looked normal and flat. They reloaded the same device, deployed it again in the patient, but again presented in a cobra deformation. The device was retrieved again and deployed it on the table and the device and discs looked normal and flat. The physician decided to use a new device, 24mm amplatzer septal occluder and it was able to be successfully implanted without issue. There were no adverse events reported and the patient is recovering.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for implant in a patient with complex septum anatomy. During the procedure, the device was deployed with normal disc configuration but position was not optimal. Repositioning was attempted many times, including 4-5 recaptures, but the device then started to present in a cobra deformation. The device was retrieved and deployed on the table and the discs looked normal and flat. They reloaded the same device, deployed it again in the patient, but again presented in a cobra deformation. The device was retrieved again and deployed it on the table and the device and discs looked normal and flat. The physician decided to use a new device, 24mm amplatzer septal occluder and it was able to be successfully implanted without issue. There were no adverse events reported and the patient is recovering.